Event description:
On (B)(6) 2009, a company representative reported that the pt stated his insulin infusion headsets "come out all the time." The representative educated the pt on proper site management and use of the safety loop. Courtesy antiseptic wipes, surgical tape and a guide to infusion site management were given to the pt. The representative said the pt stated he had no further issues over the weekend. On f/u with the pt, he stated he has to change his infusion headset every 24-28 hours instead of every 3 days because the headsets fall off of his body. He stated that sometimes he wakes up in the morning with his headset off of his body. He does not think he pulls it out or that it catches on anything. He stated he discarded the infusion sets at issue. Courtesy replacements were sent, along with liquid adhesive and remover. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were not available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.